Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a full thickness perforation of the cornea during the procedure. The patient received two stitches and a bandaged contact lens (bcl) was placed. Patient was taken back to surgery on (B)(6) 2014, for wound revision and was placed on an antibiotic for two weeks. Patient is improving.